Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (tissue caught in the distal cap) are as follows: 1) started the inspection without confirming that the tip cover was properly attached during the pre-use inspection (start the inspection with the tip cover cracked). 2) removed the endoscope with the tip adsorbed on the mucous membrane by suction operation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed tissue was found inside the distal cap of the customer's loaner duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp). The patient experienced a minor gastrointestinal mucosal trauma as a result of this occurrence, however; required no medical or surgical intervention. The patient was discharged home after the procedure as planned this is related to patient identifier (B)(6) which was reported under MFR report number 8010047-2021-04019.